Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iab rupture occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID # (B)(4).